Event description:
A clinical supervisor reported following an intraocular lens (iol) implant procedure, the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for the explant was intraocular lens disfunction. Additional information was requested, but further no information was available.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating there was no patient harm and patient was not hospitalized as a result of this event.

Manufacturer narrative:
The account indicated the use of a qualified cartridge. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company, 22.0 diopter (add power +2.2/+3.2) lens was replaced with a non-company, 22.5 diopter, monofocal lens model. The account did not provide a specific complaint against the product. The product was not available for evaluation. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. Additional information was provided that the patient had prior s/p lasik surgery. Follow up attempts were made for more details of the event. No additional information has been provided at this time. File will be reopened when more information is received. The manufacturer internal reference number is: (B)(4).